Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On an unreported date, the patient experienced peritonitis. This was reported as being after the "(B)(6)." This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient had a poor hygiene condition. The peritonitis was manifested by redness and swelling. The patient was hospitalized for the peritonitis. On unreported date(s), the patient was treated with unspecified drugs (route, medication, dosage, frequency, and duration not reported) for the peritonitis. Hospitalization was ongoing. Dianeal therapy was ongoing. The patient was recovering from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.